Event description:
It was reported the insulin pump had cracks around the display. It also had many scratches on the display and it was worn. Cracks were also noted near the battery compartment and slot for the belt clip. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
Insulin pump received with minor scratches on lcd window. Insulin pump received with cracked case at display window corners, battery tube threads, broken belt clip slot and reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.